Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient sometimes experienced a little jolt which feels like it is right around their heart within a few minutes of laying on the left side and sometimes laying on their back. This was caused by the low pacing limit being set to high. The low pacing limit was set lower so that during normal relaxing events the lower pacing limit would not cause pacing. The device remains in use. No further patient complications have been reported as a result of this event.